Manufacturer narrative:
After further evaluation, the previous MFR report was submitted in error and should be considered canceled. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction.

Event description:
It was reported that while using the bd facslyric¿ that there was erroneous results the following information was provided by the initial reporter: a tube was prepared in duet and acquired in lyric but on report events can be seen but all the absolute count results are showing ¿no value¿. Instrument working well and passing pqc all ok. Were patient samples involved? Yes if yes, was there any negative impact on treatment of patients? No as the operator reran the test and it was ok then.

Manufacturer narrative:
The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that there was erroneous results the following information was provided by the initial reporter: a tube was prepared in duet and acquired in lyric but on report events can be seen but all the absolute count results are showing ¿no value¿. Instrument working well and passing pqc all ok. Were patient samples involved? Yes. If yes, was there any negative impact on treatment of patients? No, as the operator reran the test and it was ok then.